Event description:
No additional information.

Manufacturer narrative:
It was reported that there was a leak where the tubing meets the filter. One sample model 11532269, lot 24045396 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water. No leak was observed. The set was pressurized with air under water and no leak was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that they were all leaking at the filter site where it meets the tubing.